Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 370 mg/dl and was addressed with a bolus of insulin. Tandem technical support performed a system check and found that the tubing should be changed. The customer was not sure as to what type of insulin was being used at the time of the occlusion as humalog and humulin are both used to manage diabetes.